Manufacturer narrative:
With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The unit was received with the mayfield 2 lock having a little rotational movement when unit was put under pressure. The device history record was reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported event was confirmed, the underlying root cause for the reported event is unknown, however, possible caused by the normal wear.

Event description:
A technical service associate reported on behalf of the customer that movement was observed during use on the a3059 mayfield composite series skull clamp during an unspecified case. Additional information was received on (B)(6) 2019 and (B)(6) 2019 indicating that the incident happened on (B)(6) 2019 during a craniotomy procedure. There was no patient injury and no delay in surgery.